Event description:
A physician attempted an arteriotomy closure using the proglide device. After deployment of the needles, the foot would not retract and the device became stuck. While attempting to remove the device, it broke at the distal guide and part of the device was left within the patient. The patient was sent to surgery, where the device was successfully removed in its entirety and the artery was repaired.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.